Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 249 mg/dl at the time of the incident. The customer stated that buttons were unresponsive at times and that the down arrow did not allow them to navigate screens. The customer stated that the insulin pump was exposed to moisture and that an alarm was in progress at the time that the buttons were unresponsive. The battery was changed with a new battery and it did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.